Event description:
Caller reported that alarm 2 followed by alarm 26 was triggered, indicating an issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl nor did the cgm read ¿high.¿ the customer resolved the issue by changing the infusion set and cartridge and then resumed insulin administration.